Event description:
It was reported that the user accidentally sat on the ilet, resulting in a cracked screen, after which the user immediately transitioned to multiple daily injections and a replacement ilet was shipped with instructions for return and data sync via the mobile app. Symptoms included no reported adverse clinical effects. Outcomes included continued glucose monitoring with dexcom and uninterrupted diabetes management using alternative therapy. Investigation included collection of event details and arrangement for device return and replacement logistics and inspection of the returned device. Investigation of this device revealed physical damage to the display consistent with user-inflicted impact to the device enclosure and screen; no performance issues affecting blood glucose control were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.